Event description:
Procedure: gastrectomy. According to the reporter: a leakage occurred in the staple line. The anastomotic leak was detected post-operatively. The leak was detected as a result of the condition of the pt after surgery. It was reported the pt was returned to the operating room for leak repair.

Manufacturer narrative:
(B)(4).